Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.